Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to apparent infection, possibly secondary to a recent septic ankle joint. Nothing aspirated from hip joint but pain in hip and evidence of infection in blood tests. Surgeon also stated that radiographically the proximal femur appeared abnormal.